Event description:
It was reported that the patient presented to the hospital. It was noted the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was discharged with no complication.